Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained events from 29jan2024 through 06feb2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction," lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. This section also cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted on (B)(6) 2024. The reason for the transplant was low cardiac output and high wedge pressures, it was noted that the patient had received the left ventricular assist device (lvad) as a bridge to transplant. According to a transthoracic echocardiogram from (B)(6) 2024 the patient's right ventricular function had returned to normal. The patient had a history of ventricular tachycardia and had an implantable cardioverter defibrillator (ICD) implanted prior to the lvad. The arrhythmia resulted in diminished lvad flows and low flow alarms and was treated initially with amiodarone and mexiletine and ultimately received a heart transplant. The right heart failure existed prior to lvad implant. A device related issue did no cause or contribute to the right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for low flow alarms. The low flow alarms were associated with complaints of dizziness, shortness of breath, and chest pain. A review of the log files showed low flow events on 05feb2024 and 06feb2024. There were no other unusual events recorded in the log file event history. The patient received hydration overnight on (B)(6) 2024 which resolved the alarms. The patient's blood pressure was stable. The cause of the patient's symptoms was determined to be related right ventricular failure. A computed tomographic angiography (cta) was completed and obstruction was ruled out. The cta showed that the left ventricular assist device (lvad) tubing appeared patent with mild to moderate stenosis. There were also findings of mild right upper lobe aspiration/pneumonia.

Manufacturer narrative:
D1: brand name corrected. D4: catalog number and UDI updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained events from 29jan2024 through 06feb2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. No product is available for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported on 08may2024 that the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of nausea, shortness of breath and a 'stomachache'. The patient was found to be in ventricular tachycardia, the patient was given amio bolus and was successfully cardioverted. While admitted on 06feb2024 with persistent low flow alarms, the patient received intravenous hydration and milrinone. The patient was approved for a heart transplant and transferred to an outside hospital on (B)(6) 2024.